Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose that day was 369 mg/dl with large ketones, abdominal pain, vomiting, nausea, blurred vision, excess urination, and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that an auto-off alarm occurred too early. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.